Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead exhibited high impedance and noise. The lead remains in use and a pace/sense lead was implanted. No patient complications have been reported as a result of this event.